Event description:
A malfunction alarm code "malf 0" was reported, and there were no notable events occurring before this malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with information on resetting the pump and assisted with successfully resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.